Event description:
It has been reported by an end user that a tdxspc2-cg power chair stopped in the middle of the sidewalk, with an error code right park brake fault. The power chair had to be pushed home.